Event description:
It was reported that it was not possible to peel the catheter or remove the guidewire from the left ventricular (lv) lead during the implant procedure. The lv lead became damaged during the procedure due to the forces applied while attempting to resolve the reported events. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage was confirmed but the reported event of unable to remove guidewire was not confirmed. As received, a complete lead with a stuck stylet in the lumen was returned in one piece. No guidewire was returned with the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out through the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.